Event description:
When the rn withdrew needle for the rubber stopper she noticed the needle was still in the rubber stopper. Manufacturer response for tuberculin syringe, vanish point 27 g 1 ml tuberculing syringe (per site reporter) will share when and if company sends analysis